Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked around the pneumatic tap and around the luer lock. The customer successfully loaded a new cartridge. The customer's blood glucose (bg) level was 300 mg/dl with large ketones. The bg level was addressed with a bolus. Reportedly, the customer did not preform the air removal step during the load process.